Event description:
It was reported at the international therapeutic radiology conference that the patient suffered a stroke following the deployment of the stent. The patient was given medication, dose and type were not disclosed, and recovered from the stroke. No other information is available.

Manufacturer narrative:
Report source. Other for international therapeutic neuroradiology 2009.